Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo shows a top view of a three-way catheter. The second photo shows the deflated balloon and tip. The last photo shows the catheters cap. Received 1 all silicone foley catheter. Inflated the balloon with an inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water), it rested with no leaks. The inhouse syringe was connected and the balloon passively deflated in 3 minutes and 6 seconds with no issues or cuffing. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days after foley catheter insertion, when they tried to remove it, it got stuck and they could not pull it out. They pulled it out forcefully and checked the catheter, and it seems that the cuff roll was large and got stuck. It may have been difficult to extract. Per follow up information received via ibc on 09sep2024, it was stated that it was unknown whether intervention was performed or not.

Event description:
It was reported that a few days after foley catheter insertion, when they tried to remove it, it got stuck and they could not pull it out. They pulled it out forcefully and checked the catheter, and it seems that the cuff roll was large and got stuck. It may have been difficult to extract.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.